Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced extrusion and erosion. It was reported that patient underwent mesh revision on (B)(6) 2012 for pop. (B)(4).

Manufacturer narrative:
It was reported that patient also underwent robotically assisted laparoscopic sacrocolpopexy with restorelle y-mesh, cystoscopy, posterior colporrhaphy, and perineorrhaphy on (B)(6) 2012 due to vault prolapse after hysterectomy with stage 3 cystocele and stage 2 rectocele and sling mesh erosion.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.